Event description:
An issue was reported regarding the incorrect time and date settings on a pump, which could potentially affect uploads and reports, but not insulin delivery. The customer's blood glucose value was displayed as "high," but no specific value was provided. To address the high glucose level, the customer administered a correction bolus via the pump without needing third-party assistance. Customer technical support helped the caller update both the pump's time and date settings and advised monitoring for any recurrences of the time discrepancy. The customer understood the advice provided.